Manufacturer narrative:
The device history record (DHR) for lot number 18b082062 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no physical samples submitted with this complaint; however, one (1) photograph was provided for evaluation. Visual inspection of the photograph observed that the corner of the gauze had loose fibers fraying out. It appeared as though the yarn has been pulled out on the corner. The reported event of fraying was observed based off the picture provided with this complaint. Fraying is a condition whereby the product exhibits excess fibers separating from the product typically around the outer edges or areas where the product has been cut or slit. Fraying in the product could be due to the tinsel strength of the woven material becoming weak during the manufacturing process. Validation quality checks are conducted at the beginning, middle and end of a lot. Inspectors routinely examine a statistical sample both physically and visually. Fraying is included within these inspections. The reported complaint is confirmed. A specific root cause could not be determined. The most probable root cause was determined to be the tinsel strength of the woven material becoming weak during the manufacturing process. A remediation team is being put together to review this complaint. This complaint will be used for trending purposes.

Manufacturer narrative:
Submit date: 11/27/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the gauze is falling apart on edge leaving debris on the biopsy field.